Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein a new lead was added, and the patient was doing well postoperatively. Nothing was explanted.